Event description:
It was reported that this reporter was notified the day before regarding a por (power on reset) condition. The message appeared following emi (electromagnetic interference) exposure. Per caretaker, it was noted after a cardio-version. The date of event for cardio-version was unknown. Additional information received noted that the patient came to the doctor's office on (B)(6) 2014 for reprogramming. The por message was easily cleared and 4 new programs were put into 3037 (the programmer). The patient left with issue resolved and feeling stimulation appropriately. No further intervention was required.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# va0886m, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).